Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. The device and all leads were explanted and replaced with a single chamber implantable pulse generator (ipg) and one epicardial lead. Antibiotic treatment was also necessary. No further patient complications have been reported as a result of this event.